Event description:
Device ordered and $239.00 deposit was paid by check on 8/20/93. Delivered by salesman. In order to hear better with it, rptr consistently got feed back and squealing. Trying to adapt, he only used the right one and has a dermatitis of his right ear canal which he attributed to the device. At the end of the trial period, rptr was told he owed over $2000.00 and in disgust retured the devices. Subsequently he bought an amplifier from an electronics MFR for about $20.00 which works just fine. In retrospect rptr feels he was conned on the deal.